Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that they replaced the fuse that was reported as open. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuse has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the fuse within the din rail of the viewing station of the imaging system had been found open. No additional information was provided. There was no patient present when this issue was identified.